Event description:
It was reported that after unpacking the 3.5x15 mm nc trek balloon catheter, there was no balloon on the shaft or in the packaging. The device was not used on the patient. The procedure was completed using another balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported missing component was able to be confirmed. The inner member and outer member were separated and stretched. The distal portion of the inner member and outer member was not returned. The returned device analysis suggests that the sheath was likely removed with resistance such that it contributed to the noted damage which is consistent with the returned device condition and subsequently resulted in the loss of the detached segment. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.